Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. The consumer initially tested positive, and the consumer performed a repeat test on the same day which generated a negative result. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact to treatment.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. The consumer initially tested positive, and the consumer performed a repeat test on the same day which generated a negative result. The consumer confirmed there was no harm due to the test results. Additionally, the consumer confirmed there was no delay or impact to treatment.

Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot: 190034 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number: 195-160 / lot: 190034, test base part number: 195-430h / lot: 176054. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot: 190034 showed that the complaint rate is (B)(4) respectively. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text: single use, device discarded.